Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the display was frozen on the lock screen. The customer's blood glucose was 86 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.